Event description:
Head of screw broken when screwing into acetabular. Part of the screw remains in the pt. The account manager has advised that surgery time was delayed by approximately couple of minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.